Manufacturer narrative:
(B)(4). One used device was received for eval. The device was locked on tissue as received, thus the reported condition was confirmed. The jaws were forced open to test the device on simulated tissue and the device was found to function normally. After cleaning, the jaws of the device did not stick and the reported event could not be duplicated.

Event description:
The customer reported that during a hysterectomy, the device would not re-open while applied to tissue. It is unk how the device was eventually released from the tissue. Reportedly, there was no injury to the pt. A new device was used to complete the procedure.